Event description:
New information received notes that the patient's atrial lead exhibited a recurrence of noise prior to generator change. It was elected to not intervene with the lead. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial lead was over-sensing noise resulting in inappropriate mode switching. No intervention was performed. There were no patient consequences.